Manufacturer narrative:
An internal biomérieux investigation was conducted. Results are as follows: a difference of quantification up to 1 log and sometime more than 1 log was observed , which can be significant on results. As the downstream applications are qualitative and/or quantitative methods, the decrease in performances in downstream application could lead to: a risk of false negative, for qualitative tests. Invalid results, when extracted and amplified internal control is not within specifications. Under-quantification for viral load results for quantitative tests. During the investigation, we confirmed the issue for the following specific customer's applications: impact when using a high sample input volume, from 200 ul and up to 1 ml. Impact when double stranded nucleic acid applications with small (<40kbp) and medium genome sizes (<to 1200 kbp) are searched with real time pcr assays- i.e. Dna viruses, are more impacted than human genomic dna and bacterial applications ( >to 1200kbp). The root cause has not yet been identified. The investigation is still ongoing internally. Single stranded rna virus applications are not impacted excepted if the rna is extracted without matrix (e.g. In water). No significant impact has been identified for the ivd nuclisens and argene real time pcr kits validated with the easymag and the minimag extraction systems. As stated in the easymag user manual, the use of an internal control is recommended in order to detect potential nucleic acid extraction issue. The design of the internal control has to be as close as possible to the requested target's design in order to be the more efficient. A field safety corrective action (fsca) 3037 has been issued to impacted subsidiaries/distributors to notify affected customers of this issue.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with nuclisens&#59397; easymag&#59405;magnetic silica (reference 280133). The customer reported performance issues on the roche control and indicated getting underestimations. The incorrect values were reported to a physician. An internal biomereux investigation will be initiated.